Event description:
The customer reported being hospitalized for high blood glucose. Troubleshooting was performed. The programming and settings in the insulin pump were correct. The alarm history revealed a no delivery alarm the day before his admission. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.